Manufacturer narrative:
Inspected one opened and used partial sensor and found cannula retracted inside sensor base. Unable to confirm customer received sensor in said condition due to customer returned opened and used. Customer did not return insertion needle.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the sensor filament was missing and was not known until they removed the sensor. Customer¿s blood glucose was unknown. The sensor will not be returned for analysis.